Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, prior to use on patient hole was found in PICC line. Additional information received 24-mar-2023: it was reported by the customer "inspection of PICC line 23/02/2023 due to no venous backflow during sampling. Dressing that moistens when infusing nacl, no venous backflow, taking out PICC line and catheter defect at 6cm mark on PICC line. Damage to catheter where nacl heals out, damage located 4cm from skin level. Device contamination: no chemo, only antibiotic.

Event description:
It was reported, prior to use on patient hole was found in PICC line. Additional information received 24-mar-23: it was reported by the customer "inspection of PICC line 23/02/23 due to no venous backflow during sampling. Dressing that moistens when infusing nacl, no venous backflow, taking out PICC line and catheter defect at 6cm mark on PICC line. Damage to catheter where nacl heals out, damage located 4cm from skin level. Device contamination: no chemo, only antibiotic.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed. One 4 fr powerpicc solo was returned for evaluation. An initial visual observation showed use residues throughout the returned product, and a kink was observed at the 6 cm depth marker. A functional test of pressurizing the catheter with water using a 12 ml syringe revealed a split at the 6 cm depth marker. A microscopic observation revealed a vertically aligned split. The fracture surface of the split appeared slightly granular, and the split was along the corner of a kink in the catheter line at the 6 cm depth marker. The split appears to be a result of cyclical kinking in the catheter, as the split occurred at the corner of the kink. The complaint of a leaking catheter is confirmed. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The split appeared have been caused by kinking of the catheter shaft. The location of the damage suggested that catheter insertion, securement, and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed, but the exact cause of failure could not be determined. One 4 fr s/l powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residues throughout the returned device, and the gross visual inspection was unremarkable. A tactile evaluation of the device revealed the complainant catheter to show no signs of tensile weakness. A microscopic observation revealed a circumferentially aligned split just distal of the molded joint. The fracture surface was granular and the fracture edges were sharp. Whitening occurred at the corners of the split, but no rounding or polished edges were found along the device. Nothing remarkable was observed opposite the split. The complaint of a leaking catheter is confirmed; however, the exact cause of failure could not be determined. Consequently this complaint is confirmed as 'cause unknown' at this time. The granular surface texture was consistent with material tearing, which suggested that mechanical forces contributed to the split; however, the unusual shape of the split suggested that an additional unidentified factor(s) also contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported, prior to use on patient hole was found in PICC line. Additional information received 24-mar-23: it was reported by the customer "inspection of PICC line (B)(6) 2023 due to no venous backflow during sampling. Dressing that moistens when infusing nacl, no venous backflow, taking out PICC line and catheter defect at 6cm mark on PICC line. Damage to catheter where nacl heals out, damage located 4cm from skin level. Device contamination: no chemo, only antibiotic.